Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the connector of the pulse generator. Silicone oil was used and the procedure was concluded successfully. No patient symptoms were reported.